Event description:
It was reported a spectrum pump had intermittent keypad function. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The intermittent keypad function was reproduced and confirmed through evaluation. The unit in its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to the intermittent operation of the row 3 keys (#0, #1, #2, and #3). This condition was caused by a failed keypad. The remaining keys were tested and functioned as designed. The front case (including the keypad) was replaced. Baxter has initiated a CAPA to further investigate this issue.